Manufacturer narrative:
Section e: (B)(6). Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor not functioning as intended was confirmed. The system monitor (serial number: (B)(6) was returned to european distribution center (edc) and was evaluated and tested. The monitor was able to boot up as intended; however, after running the monitor for a day the reported issue was reproduced. Restarting the monitor did not resolve the issue. The system monitor was forwarded to product performance engineering (ppe) for further analysis. The returned system monitor was connected to a test power module, system controller and mock loop and ran for an extended duration. The monitor was found to operate as intended without any issues during testing within ppe. A root cause for the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on 15oct2007. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (section titled ¿setting up the system monitor for use with the power module¿). Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a malfunctioning system monitor was identified during necessary hardware check before heartmate 3 implantation. The system monitor was retired from use.